Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. The customer replaced the battery and reported that the device powered on as expected. Reportedly, the battery was seven years old. The customer also stated that they reviewed the event logs and did not find any relevant error codes. Per the v60 service manual, it is recommended to replace the battery "every 5 years based on the date of manufacture recorded on the battery label."

Event description:
It was reported that a v60 ventilator was inoperable. Reportedly, when the device was turned on, the unit would alarm, there was no display, and the ventilator would not turn off until the alternating current (ac) power source and battery were disconnected. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 07dec2018. The customer reported that the power management (pm) printed circuit board was replaced to resolve the reported issue.